Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. There was no impact to the customer's blood glucose level. System check could not be performed with tandem technical support as the customer declined troubleshooting and was in the process of changing out the supplies.